Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had alarms when connected to the mobile power unit (mpu).the patient was unable to identify exact alarms but believed it was a low battery. The patient changed to batteries and the alarms resolved. When plugged into the wall there were also no more alarms. The log files showed low flow events on (B)(6) 2022 that last under 10 seconds and did not activate an alarm. There were no external power events on (B)(6) 2022 at 12:54 pm caused by the power to the mpu being briefly interrupted.

Event description:
Additional information: it was reported that the patient had a locking version of the mobile power unit (mpu) cord and denied the mpu alternating current (ac) power cord coming loose at the mpu or ac wall outlet, or a house power disruption. The patient also denied simultaneously disconnecting power from both controller leads.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The event log file captured a low power hazard/no external power alarm event on march 14. According to the voltage values, both power cables lost power from the mobile power unit. The system reverted to the internal 11v backup battery for power and the system continue to operate at the patient stored speed value (5,400 rpm). Approximately six seconds later, power was restored from the mobile power unit and all alarms cleared. The log file was retrieved from system controller (serial # (B)(6). Attempt was made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) was shipped to the customer on 19apr2019. It was noted the mobile power unit was shipped with an ac power cord with the v-lock feature. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.